Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a paramedic meter. Customer further reported that on (B)(6) 2018 at 9:30 pm he started getting confused and the sensor read high. He self treated with insulin but then started to sweat and the sensor read 26.5 mmol/l. An ambulance was called by his girlfriend. The customer was unconscious and experienced seizures by the time the ambulance arrived at 10:15 pm and checked his reading which was low on a finger prick but his sensor read 24.5 mmol/l at that point. The customer was administered glucose using IV drip and about 10 mins later his reading was 0.8 mmol/l on the paramedic meter whereas the sensor read 23.5 mmol/l. He was taken to the hospital and kept over night. The customer had a reading of 11.5 mmol/l from the paramedic meter but his sensor read 22 mmol/l. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor patch and no issues were observed. Performed visual inspection on sensor plug assembly, no failure mode was observed. Data extracted using approved software. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. - attachment: [attachments.zip]

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a paramedic meter. Customer further reported that on (B)(6) 2018 at 9:30 pm he started getting confused and the sensor read high. He self treated with insulin but then started to sweat and the sensor read 26.5 mmol/l. An ambulance was called by his girlfriend. The customer was unconscious and experienced seizures by the time the ambulance arrived at 10:15 pm and checked his reading which was low on a finger prick but his sensor read 24.5 mmol/l at that point. The customer was administered glucose using IV drip and about 10 mins later his reading was 0.8 mmol/l on the paramedic meter whereas the sensor read 23.5 mmol/l. He was taken to the hospital and kept over night. The customer had a reading of 11.5 mmol/l from the paramedic meter but his sensor read 22 mmol/l. There was no report of death or permanent injury associated with this event.